Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a lantern delivery microcatheter (lantern). During the procedure, the physician was attempting to position the lantern in the target location for approximately three to four minutes. Afterwards, the physician attempted to flush the lantern, but it would no longer flush. Then upon inspecting the lantern under x-ray, the physician noticed that the midshaft of the lantern was kinked and fractured. Therefore, the lantern was removed over a guidewire. The procedure was completed using a new lantern and a non-penumbra sheath. There was no report of an adverse effect to the patient.